Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot jm5cqsn, and no non-conformances were identified investigation summary: an unopened sample of product code pee2993, lot # jm5cqsn was received for evaluation. During the visual inspection of the sealed sample, the foil packet was noted with excessive wrinkles, the packet was opened and the swage and the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples due to the suture has begun with the process of degradation. The product code pee2993 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Note: events reported in 2210968-2021-01666, and 2210968-2021-01668. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastrointestinal procedure on an unknown date and suture was used. During the bile duct ¿ jejunal anastomosis, when holding the needle with a needle-holder, the needle was detached from the suture. There were no adverse consequences to the patient and the patient had been discharged from the hospital. Upon evaluation of the returned device, the strand was broken in multiples due to the suture has begun with the process of degradation. No additional information was provided.